Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient removed pod and reported the cannula was "back, it did not deploy right"; this indicates a needle mechanism failure occurred. As treatment, a new pod was applied and 2 boluses (25 units, then 20 units) were delivered.